Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07328. It was reported that wire detachment occurred. The patient was undergoing a rotational atherectomy treatment procedure. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During platform testing, while still external to the patient, they were setting the rotation speed to 180,000rpm when the rotawire became detached. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned connected together and a guidewire was not returned with the device. An initial examination of the complaint plus unit was carried out. A connect/disconnect test and tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr could not be wet tested as the air hose and fibre optic cables had been cut at the site facility prior to return of device. The burr was microscopically examined. The burr annulus was found to be was damaged/flared. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ the dfu also states "defeating the brake, or operating the rotablator advancer in dynaglide mode, without securing the guidewire may result in rotation and entanglement of the guidewire". (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07328. It was reported that wire detachment occurred. The patient was undergoing a rotational atherectomy treatment procedure. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During platform testing, while still external to the patient, they were setting the rotation speed to 180,000rpm when the rotawire became detached. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is good.